Event description:
On or around (B)(6) 2013, I was experiencing heavy menstrual bleeding which was so heavy and painful that it prevented me from being able to work. Anxious to get back to work, after research, I approached my trusted obstetrics and gynecology (obgyn), dr. (B)(6) regarding having a uterine ablation to stop the bleeding. She agreed that this was the best option for me; however, she stated that she would not do the ablation without giving me a tubal ligation, as a pregnancy after an ablation could cause death. I then requested the tried method of cutting and cauterizing my tubes. Dr. (B)(6) stated: I don't do that anymore, but I will take care of it. I had not done any research on tubal ligations and had not known of problems with it, so I trusted my doctor and went ahead with both procedures. There was no mention of any type of implant in my consent forms. The ablation was a success and I returned to work, rarely having bleeding after that. I had strange intermittent pain in my middle and side starting around 2017, which I noted to my then boyfriend (who is now my husband.) I also spoke of this pain with my daughter. In 2019 I was at work, sitting for a long period, when I experienced a severe stabbing pain in the middle of my lower abdomen/stomach/groin area. The pain worsened over that morning and my supervisor told me to go to the emergency department (ed). I worked at a hospital, so I walked over to the ed, accompanied by a co-worked, (B)(6). I was laying down most of the time, awaiting a computed tomography (CT). During that time, I began to feel a lessening of my symptoms, (I attribute this to less pressure while laying down) and began to feel that the situation might not be too urgent. I did want to find out the results of the CT, so I waited for that to be done. The emergency room (ER) physician assistant (pa) and physician both told me that they did not see anything immediately but referred me to a gastroenterologist. I began having other health problems, and I had to move several times, and plan a wedding, so I forgot to look at the images from the CT, as I normally would have done. In (B)(6) of 2020 my rheumatologist ordered testing which revealed the filschie clips to both be at my lower ribs. I asked a coworker who was a radiologist to view my images and they stated they were probably from a tubal ligation. I became suspicious regarding my 2019 ER visit, especially with the intermittent, and moving pain I've experienced since. Upon reviewing my images from 2019, 1 filschie clip was in the exact spot where I experienced stabbing pain. Having no knowledge of any implants, I called dr (B)(6) (from (B)(6) where I now reside) asking about the clips. They sent my records and offered to remove the clips; however, I wanted to have them removed by a surgeon closer to home- I have found no surgeon who will remove them, recently dr. (B)(6) has refused. In 2022, CT imaging shows further migration: quote from radiology report "one is noted within the anterior aspect of the left mid abdomen, positioned just posterior to the rectus, abdominus muscle. This has mildly changed in position from the study of 04/11/2019.the other is noted within the anterior aspect of the right lower quadrant. On the previous exam, this clip was in the right adnexal region" more recently; after having a lumbar magnetic resonance imaging (MRI) at (B)(6) in (B)(6), the clips have migrated to my lower abdomen. When I went back for x-rays, the tech informed me that the MRI probably caused this. I was never warned about this, which I should have been due to the damage that could have resulted to my organs, and due to the fact, that, when I was younger, had I become pregnant when the clips fell off, I could have died. Having these clips in my body had caused moderate to severe intermittent pain and extremely severe anxiety for fear they will puncture an organ, especially a vital organ. Since I have been aware of their movement. I am shocked that with the high migration rate of 13-25%. These clips should not be used, ever. Cooper surgical. I had severe pain in the exact same spot where the clip had settled at the time. I experienced intermittent mild to severe pain since this time in various areas of my abdomen, ribs, rectus, intestines etc. I was not informed by any caregivers at the hospital where the CT was done, (B)(6) center, (B)(6), of the clips being in the area of pain. (B)(6) 2020 x-rays ordered by dr. (B)(6) shows clips migrated near both bottom ribs 2022 (as stated above) shows clips further migration. (B)(6) - all testing until 2024. 2024 show clip migration on MRI done at (B)(6). My primary care physician (pcp), dr. (B)(6), and gynecologist dr. (B)(6) referred me to general surgery in order to have the clips removed; however, each physician has refused to remove them due to the difficulty of procedure and being unwilling to take on the liability.